Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that fiber was noticed on the posterior surface of intraocular lens (iol) optic after cataract with intraocular lens implantation surgery. The fiber was removed during irrigation/aspiration (I/a) phase of the surgery. There was no patient impact. Additional information was requested and non-received till date.